Manufacturer narrative:
The device history records have been reviewed with special attention to the raw materials, subassemblies, manufacturing process and quality control testing. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Both filters were returned for evaluation. The devices appeared clean with all limbs present and uncrossed. Therefore, the investigations were inconclusive for failure to expand as the returned devices were fully expanded. Based upon the available information, the definitive root cause is unknown. All device are labeled for single use.

Event description:
This report summarizes two (2) malfunction events. A review of the events indicated that model dl950j filter failed to expand. These reports were received from various sources. Both events involved patients with no known impact to the patient. Of the two (2) events, one (1) patient was a (B)(6) year old female weighing (B)(6) kgs. The other patient¿s age, gender, and weight were not reported.